Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button.

Event description:
The customer reported via phone call that before the insulin pump died, he said he got the open book with an x on screen of the pump and the pump died after that. The customer's blood glucose was 109 mg/dl at the time of incident. Customer stated that the crack on the insulin pump from the battery compartment and until at the back of the pump and then water penetrated and the pump stopped working ever since. Customer states the pump has cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.